Event description:
A customer reported obtaining unexpected negative reactivity on galileo echo (B)(4).

Manufacturer narrative:
A review of the image result files for initial testing showed that negative reactions appeared as reported by the instrument; however, there was a slight hallow around the buttons. The positive control for this sample was 1+ and had a smallish center button present. We were unable to rule out if indicator cells were mixed and warmed prior to being placed on the instrument and/or possible bubbles in the system fluid lines. The instrument is operating according to specifications.